Manufacturer narrative:
It was reported that the patient experienced blisters and itching while using the mcot flex device. Patient reported seeking medical attention for the irritation and was advised by the treating physician to use a prescription medication of cortisone to treat the irritation. The patient did not report electing to temporarily discontinue use of the device. The patient reported following proper skin prep instructions before using the device and having no previously known allergies/sensitivities to metals/adhesives. The patient did not provide photos of the skin irritation incident. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while unitizing the unknown electrode variant is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 the patient stated irritation incident of blisters and itching while using an mcot with flex device. Patient reported seeking medical attention for the irritation and was advised by the treating physician to use a prescription medication of cortisone to treat the irritation. The patient did not report electing to temporarily discontinue use of the device. The patient reported following proper skin prep instructions before using the device and having no previously known allergies/sensitivities to metals/adhesives. The patient did not provide photos of the skin irritation incident.